Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16798. It was reported the patient experienced ineffective stimulation due to lead migration. Patient was bending, twisting, and lifting grandkids shortly after implant. Surgical intervention took place on (B)(6) 2022 wherein the leads were explanted and not replaced due to stenotic tissue in the epidural space. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates a lead was implanted on 19 october 2022 and effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.